Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) air trap assembly was returned to zoll for evaluation. The customer reported complaint for the thermogard displaying error message mid: 09 (air trap assembly) and the leds were not illuminating were confirmed during functional testing. The root cause of the reported issue was due to the optic sensors in air trap being misaligned. During fictional testing, the air trap was installed into the thermogard ivtm system ((B)(4)) for testing. Two green leds were noted on the air trap pcb board; however when the air trap fixture was moved the green leds would stop illuminating. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Manufacturer narrative:
The zoll console was returned to zoll on 02/03/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the roller pump spun around without engaging during priming and the thermogard could not be primed. It was confirmed that a screw had come lose. After the screw was tightened, the system was primed successfully. At a later date, when a zoll technical service inspected the console, there was no issue with the roller pump; however, error message mid: 09 (air trap assembly) was noted in the log and the led sometime does not illuminate. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) air trap assembly was returned to zoll for evaluation. The customer reported complaint was reproducible during functional testing. Manufacturing investigated the returned air trap block from this customer unit. After detailed measurements and inspection, it was determined that the air trap block assembly was within design specification. The air trap is part of the disposable single use startup kit for thermogard. The air trap consists of an extruded transparent tube with molded end caps. Due to the manufacturing and assembly process, slight dimensional differences between air traps can occur. In this investigation, since the air trap assembly in the tgxp was measured to be within specification, we suspect that exaggerated movements of the air trap within the sensor assembly caused the error 4.9.2 (saline detector on) found in the archive files. During functional testing, the air trap assembly was installed into a good known thermogard ivtm system ((B)(4)) for testing. Two led lights on air trap pcb board turned green when the unit passed the startup test; however, when the air trap fixture was moved excessively the green leds would not illuminate. However, when the air trap assembly is placed during standard use, the optical sensors functioned normally.